Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 15-march-2024, it was reported that the patient experienced an 20 infusion leaking at site location. The infusion set long for 1 to 2 days. The blood glucose level was 200-300 mg/dl. No further information available.